Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the top lcd display was damaged on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced top lcd assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The failure analysis and testing dept. Received display with a reported unit failure of a damaged top lcd display, 3 large black circles and 1 vertical line is present. The failure analysis and testing dept. Performed a visual inspection and found the display to have three large black circles on the display, which is indicative of a damaged display. The display failed testing. Retained the display in the fat per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).